Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), and the backlight inverter pcb. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator screen was blank. There was no patient involvement.